Manufacturer narrative:
One smiths medical medfusion was returned for analysis with the top case chipped and cracked front corner. Event log history was performed and there was no alarm recorded in history pertaining to the customer's stated problem. During analysis, the reported issue was able to be duplicated on the damaged top case and not on the primary audible alarm. Service replaced the damaged top case and replaced the speaker as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited primary audible alarm background test and had a cracked case. No adverse effects were reported.